Event description:
The customer reported that during a total vaginal hysterectomy, the knife blade twisted and jammed when the surgeon attempted to first seal and cut. The jaws of the device were shut and the blade was twisted and protruding from one side of the jaws. The device was on tissue at the time, and it is unk how it was removed from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.